Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon device was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, the catheter was noted to be kinked. There was no damage identified in the packaging. The procedure was completed with another uromax ultra device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.